Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The rptr stated that during a procedure using the universal2 total wrist implant system, it was discovered that two components, the carpal guide bars, were missing from the instrument set. During the procedure, the surgeon elected to use the radial guide to improvise the carpal alignment of the implant. The pt was already intubated for general anesthesia. Had the pt not been intubated the surgeon would have cancelled the case.